Event description:
It was reported that at a routine follow-up appointment, this right atrial (ra) lead was found to be exhibiting loss of capture. Diagnostic imaging was performed which confirmed the lead had dislodged from the implant location. The ra lead was subsequently surgically explanted and disposed. A replacement ra lead was implanted to resolve the event and the patient was stable with no additional adverse patient effects. The explanted ra lead will not be returned for analysis.